Manufacturer narrative:
Part returned. Device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bolt broke and was changed. The bolt was originally implanted (B)(6) 2014. It was explanted on (B)(6) 2014. There was no reported patient harm; the patient was reported in good condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The awareness date for follow-up medwatch #2 (which was submitted on april 29, 2015) was reported in error as march 4, 2015. The correct awareness date for that report is april 10, 2015.device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: our investigation of the returned article ((B)(4)) has shown that the bolt is indeed broken / snapped off. Unfortunately, we had not been given sufficient information in order to determine the cause of the breakage. Therefore, we can only suppose that too much mechanical force had resulted in the breakage of the bolt. The broken surface is homogenous, which indicates material conformity as well. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in september 2011). No product fault could be detected. The device history record review showed no issues; therefore, no design related root cause can be identified on the returned device. Corrected data: per updated information stating that the bolt broke intra-operatively, the event date is (likely) november 5, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per information received on (B)(6) 2015, the device (bolt) breakage occurred intra-operatively.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.